Event description:
The customer reported to olympus that the device was having an air/water or aspiration problem. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation where the air/water supply volume was inspected for an air and water flow issue. The flow was partially missing due to a nozzle being partially clogged. The nozzle was clogged by remains, though they aren't clearly identifiable it appears to be a soft plastic part. In addition, wear and tear defects were found. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received regarding the customer's reported issue. Correction to report source to add france.

Event description:
Additional information was received regarding the customer's reported issue: the customer found the air/water channel was partially plugged after a diagnostic colonoscopy. The procedure was completed using the subject device. There were no complications for the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material remained could not be identified. The likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined olympus will continue to monitor field performance for this device.